Event description:
Had surgery and had the miniarc pro sling system put in...immediately after surgery, my original symptoms were worse and I have had increased pain since implant. Multiple dr. And ER visits. Now looking at additional surgery to have the sling removed.